Manufacturer narrative:
This report is submitted on december 20, 2019.

Event description:
Per the clinic, the patient experienced pain at the magnet site post an MRI. An antibiotic (unknown type of administration) and an ointment (unknown type) were administered. There is now no reported pain and the patient is using the device without any issues.